Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to vegetation on leads. This device was explanted. In addition, the physician also performed angiovac procedure. There was no additional adverse patient effects reported.